Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump had been empty for a while and that there were no device issues, but the patient was non-compliant. The health care provider (hcp) did not want the pump to be refilled; therefore, an authorization form was requested in order to turn the pump off. No patient symptoms were reported. The pump previously delivered hydromorphone, bupivacaine and baclofen. Follow-up is being conducted for additional information including the reason for the patient¿s non-compliance, if any troubleshooting, interventions or other actions were taken and the patient¿s outcome. If additional information is received, a follow-up report will be sent.